Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device evaluation found that the force required to secure the door was above expected levels causing the door not fully latched alarms. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a device was alerting to close the door. There was no report of patient injury.